Event description:
A female pt contacted lifecore customer support to report that she had an arrhythmia alarm and was concerned. Support asked her to take a manual recording and download. The download revealed excessive noise on all leads. Support sent the pt a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device eval of electrode belt has been completed. The reported problem was confirmed. The cause of the noise on all leads was an intermittent short in the distribution node. One of the wires was shorted against the tactile motor. This caused noise on all leads. The electrode belt was repaired, retested and restocked. The root cause of the shorted connection cannot be positively identified but was likely due to strain placed on the cable which allowed the wire to become lose and touch the tactile alarm. No adverse event resulted from the damaged electrode belt. The pt rec'd a replacement electrode belt.